Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer pocket failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the broken cubie had been causing the drawer to fail. A field service engineer (fse) resolved the cubie failure by removing the cubie and cleared the failure message by informing the application that the cubie was not present. The fse then assisted the customer in installing a new cubie and loading medications into it. The system functioned as intended after the field service engineer repaired the device.